Manufacturer narrative:
G4:31dec2020. B4:12jan2021. The device was evaluated by a service technician who confirmed the occurrence of the alarm led failed error in the log and determined that the power switch overlay needs to be replaced. The service engineer (se) replaced the power switch overlay to resolve the reported issue. A similar investigation was performed and it was identified that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer contacted technical support (ts), stating that the unit had an alarm light emitting diode (led) failed error. The customer reported there was no patient involvement and was discovered during an operational check.